Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, (B)(6) 2009. (B)(4).

Event description:
It was reported that on the remote monitoring transmission, the atrial lead had small p-waves measured and it was difficult to verify p-wave sensing on stored electrograms. The atrial lead remains in use. No patient complications were reported as a result of this event.